Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-four-year-old male patient with acute myocardial infarction and cardiogenic shock was supported with an impella 5.5 device placed through the axillary-subclavian approach. During support, the patient developed hematuria in the setting of chronic kidney disease, raising concern for hemolysis. The device performance level was reduced as part of clinical management. Despite intervention, the patient continued to deteriorate clinically and later developed confirmed hemolysis. The patient ultimately died while on mechanical circulatory support. The hemolysis occurred in the context of severe cardiogenic shock, multiorgan dysfunction, and significant pre-existing renal disease. No evidence was identified to indicate a device malfunction.

Manufacturer narrative:
Section d catalog number was corrected. Ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received therefore b5 was updated and h6 codes were also updated.

Event description:
The patient was subsequently supported with an impella 5.5. Nursing documentation reported hematuria during support with the impella 5.5, and the device performance level was subsequently reduced. The patient had a known history of chronic kidney disease. There was no documentation indicating device malposition or contact with cardiac structures while supported with the impella 5.5. Additional information received clarified that hemolysis was not attributed to the impella 5.5 device but rather occurred during prior support with the impella cp. The patient¿s clinical course occurred in the setting of severe cardiogenic shock, markedly elevated afterload, prior coronary artery bypass graft surgery, diabetes mellitus, chronic renal insufficiency, and the need for prolonged mechanical and pharmacologic circulatory support. The reported events occurred in the context of the patient¿s complex comorbid conditions and critical clinical state. Despite escalation of mechanical circulatory support, the patient expired. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella and the reported event. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.